Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
Same case as MFR's report # 6000093-2006-01197. Tap. It was reported that 158 days after implantation of a 2.5x24 mm and 2.5x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the obtuse marginal branch (om) of the left circumflex artery and the distal left anterior descending artery (lad). A pre-intervention stenosis of 60% in the proximal portion of the main om and 90% stenosis in the mid portion of the om were reported. A pre-intervention stenosis of 80% in the mid to distal lad was reported. A 2.0x15mm maverick balloon was used to pre-dilate the om.a 2.5x24 mm taxus stent was deployed at 14 atms in the om in the region of the lesion. Then a 2.0x15mm maverick balloon was used to pre-dilate the lad and a 2.5x16mm taxus stent was deployed in the mid to distal lad in the region of the lesion. A post-intervention residual stenosis of 0% within the stented area in the om was reported. It was noted that "there was some step down and step up proximal and distal to the stent," in the om. A post-intervention residual stenosis of 0% in the lad was reported. The pt reportedly "tolerated the procedure well without complications." The pt presented 158 days after the initial procedure with 90% in-stent restenosis in the om artery, and 75% in-stent restenosis in the distal lad. A 2.25x15mm maverick balloon was used to pre-dilate the om artery. Intracoronary nitroglycerin was administered then a 2.5x24mm taxus stent was deployed in the region of the lesion. A residual stenosis of 0% within the stented area of the om was reported. Fifty percent mid left circumflex and 60% proximal om stenoses persisted and "did not appear to be significantly flow limiting and were not intervened upon." A 2.25x15mm maverick balloon was used to pre-dilate the lad. A 2.5x24mm taxus stent was deployed in the region of the lesion. A post-intervention stenosis of 0% was reported. The pt reportedly "tolerated the procedure well without complications."